Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the pericardial effusion and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Immediately after inserting the steerable guide catheter (sgc), a decrease in blood pressure was observed, and a pericardial effusion was confirmed. The decision was made to abort the procedure. Due to the increasing loss of blood pressure, the patient was sent to surgery, but died after the surgical treatment. It was thought that the effusion was caused by the transseptal puncture, but this could not be confirmed. In the physicians opinion, the mitraclip did not cause or contribute to the death; however, the cause of death was unknown and an autopsy was denied due to the advanced age of patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of pericardial effusion, hypotension and death as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director, who concluded that a procedure-related pericardial effusion necessitated surgical treatment due to hemodynamic instability. The patient did not survive the surgical procedure. Death was unrelated to the device, but the original complication leading to surgery was procedure-related, possibly in relation to the transseptal puncture, as per operators assumption. Based on the information reviewed, a definitive cause for the reported pericardial effusion and death could not be confirmed. The hypotension; however, was a cascading effect of the pericardial effusion and there is no indication of a product quality issue with respect to manufacture, design or labeling.